Event description:
It was reported by the rep that the device was used during a laparoscopic asisted vaginal hysterectomy. It was reported that after the 7th firing the stapler would not open properly. They had to use another stapler to finish the case. There was no consequence to the pt.